Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 500 mg/dl and at the time of incident it was 300 mg/dl, current blood glucose is 110 mg/dl. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer allege the insulin pump was under delivering. The insulin pump will be returned for analysis.